Event description:
It was initially reported that the ratchet was not fitting properly on the zimmer skin graft mesher. During device evaluation it was observed that the comb was bent. There was no pt involvement associated with the reported issue.

Manufacturer narrative:
Beginning (B)(6) 2012, USA and (B)(6) customers were sent to urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 12/07/1998 and was last repaired on 04/13/2009 for a non-related issue. Evaluation of the device observed that the ratchet did not function; however, the ratchet did fit to the roller. The comb had a bent tine on the right side and the right end of te roller was galled. Additionally, the latching pins could not be locked. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer did not return any cutters for evaluation. Device was previously returned to zimmer surgical for repair five years ago. The customer's reported event could not be confirmed since the ratchet fit to the roller properly; however, lack of preventative maintenance most likely was the cause for the damage to the ratchet, comb, roller and roller gear. The device was serviced and returned to the customer.